Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at around 10 atm for about 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).